Manufacturer narrative:
Correction: date received by manufacturer for initial report corrected to the date of 25 aug 2021.

Event description:
Additional information was received indicating the event occurred following the implant procedure. Further information was received from abbott technical support indicating the device¿s memory was cleared at an abbott facility prior to shipment to the customer following standard protocols. Due to the exposure to telemetry contact, the voltage gauge measurements were unavailable. The voltage will be displayed after a few days with no further intervention required.

Event description:
It was reported that during interrogation, the battery voltage of the device was unavailable. Abbott technical support was contacted, but no intervention has been performed at this time. The patient was in stable condition.